Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father was reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer's other specified blood glucose value was 454 mg/dl. Customer stated that the insulin pump was overheating. The customer was treated with manual injections. The customer declined the troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was monitored and tested with no device heating up, low battery alert or bad battery alarm noted. No burn damage on electronics assembly noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.